Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h4, h6: part 388.50, synthes lot 5520809/supplier lot a7qa10: release to warehouse date: june 05, 2007. Supplier: (B)(4). No non-conformance reports (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a service and repair evaluation was completed: the customer reported the device was broken. The repair technician reported the tube is broken. Tube broken is the reason for repair. The cause of the issue is unknown. The item will be repaired per the inspection sheet and the device will be returned to the customer. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 388.50, synthes lot: 5520809, supplier lot: a7qa10, release to warehouse date: june 05, 2007, supplier: (B)(4). No nonconformance report (ncrs) were generated during production. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the rod introduction pliers for side opening implants was returned and received at us customer quality (cq). Upon visual inspection, the tube component was broken and the broken fragment was not returned. The broken tube, replaceable component (p/n: 388_50_2) and the collet component (p/n: 388_50_4) fell apart due to the set screw component (p/n: 388_50_5) was missing. There were scratches on the device consistent with the device use but have no impact on the functionality of the device. No other issues were identified with the returned device. Service & repair evaluation: the customer reported the device was broken. The repair technician reported the tube is broken. Tube broken is the reason for repair. The cause of the issue is the damaged component. A damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture the following drawings, the current and manufactured revision of drawings were reviewed. Rod introduction forceps foe side opening implants, tube, replaceable rod introduction pliers, collet, set screw, dog point. Investigation conclusion: the complaint condition was confirmed for the rod introduction pliers for side opening implants. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is synthes sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the two (2) rod introduction pliers for side-opening implants were broken. It is unknown when the issue was observed. It is unknown if there was a patient involvement. This report is for one (1) rod introduction pliers for side-opening implants. This is report 1 of 2 for complaint (B)(4).